Event description:
It was reported that the prior to the procedure, the implantable cardioverter defibrillator displayed premature battery depletion. It was noted that the product battery power displayed 90 percent. The device was removed and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The remaining capacity to eri was 90% in the field, meeting the implant requirement of = 87% for the quadra assura device. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.